Manufacturer narrative:
Corrected information has been provided in b1(is adverse event); b2(s required intervention). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of optical signal issue was not determined due to inconclusive log evidence and insufficient clinical details. The cause of access site adverse event was not determined since there was insufficient clinical information pertained to how bleeding event resolved and no product was returned. The cause of positioning issue was due to unintended use error based on clinical information.

Manufacturer narrative:
No product was returned. The cause of optical signal issue was not determined due to inconclusive log evidence and insufficient clinical details. The cause of the hematoma was not determined since there was insufficient clinical information pertained to how bleeding event resolved and no product was returned. The cause of positioning issue was due to unintended use error based on clinical information.

Event description:
The complainant reported that following successful impella 5.5 implant, the staff attempted to reposition the pump and it was inadvertently pulled back into the ascending aorta. The pump was removed, the left ventricle was re-wired, and then the pump was readvanced into proper positioning. It was also noted that the placement signal was reading lower than expected. Despite being calibrated correctly during priming, the placement signal reading did not accurately reflect the patient's blood pressure. All other waveforms were accurate and the surgeon was advised on how to monitor the blood pressure via other means. As support continued, a small hematoma was discovered at the surgical site. No noted intervention was required to manage the condition. Impella support continues.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.